Event description:
A malfunction alarm with code malf 13 was reported by the customer, and the pump could not be reset. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer reverted to multiple daily injections as a backup therapy and was advised they would receive a replacement pump with updated software. Tandem technical support confirmed shipping details, instructed the customer on returning the problematic pump, and sent a replacement pump.